Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 3, part number (p/n) 10160-000, serial number (B)(6)) system was involved in a patient incident upon treatment of angiodysplasia. An fiapc probe was used in the procedure. No other information was provided in regards to any other accessory used. Upon using argon plasma coagulation, a delayed perforation occurred in the cecum. No information was provided on the patient or if any medical treatment was necessary to address the perforation.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested by mediq (note: the involved fiapc probe was not available for an evaluation.). A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices [note: a review of the chronological data revealed that the settings were pulsed apc, effect 2. During the application, an m112 (hf power overdosage) error code occurred twice for a short time. The error message no longer occurred when the coagulator was used again. The erroring could have been caused by electromagnetic interference or by component tolerances of the measure control module (mcm) without a real technical defect. The error code was not reproduced during the evaluation of the system.]. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. Specifically, upon the intervention work in a very thin-walled area (i.e., the cecum/right colon), the remaining tissue of the bowl did not stay intact which resulted in the perforation. In conclusion, no determination could be made as to the cause of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.